Event description:
A leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication. A crack was found at the bifurcation on the mediport tubing at the proximal site.